Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that every time the patient needed to void; they had a diarrhea-like bowel movement. It was noted that the trial began on (B)(6) 2020. On (B)(6) 2020 the patient reported being in the emergency room from 6 am to 3 pm on (B)(6) and they didn¿t have the device on during that time. The patient stated that the device was on now and they would keep it on during the evaluation as they were turning it off periodically before the call. The patient reported experiencing painful and burning urination and taking pain medication. On (B)(6) 2020 the patient mentioned sleeping basically for 24 hours after getting home from the emergency room and had not started their bladder diary. The patient reported their bladder would wake them up in the past and it would hurt so bad, it was a burning pain and they were unable to void. The patient reported they would get nauseous before voiding and that they hadn¿t had a normal bowel movement in forever. The patient was experiencing diarrhea, they get nauseous, and with a lot of gas. The patient was redirected to their healthcare provider again. On (B)(6) 2020 the patient mentioned burning with their bladder and stated that they had diarrhea. No further complications were reported.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the trial had ended and the rep does not know if the patient was able to void after the trial. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.